Event description:
It was reported to boston scientific corporation that the patient was implanted with a pinnacle pelvic floor repair kit (exact type unknown) and a johnson & johnson gynecare tvt sling on (B)(6), 2008, in order to repair a grade 3 cystocele and stress urinary incontinence (sui). On (B)(6), 2008, the physician attempted to trim portions of the mesh that were protruding through the patient's vagina. On (B)(6), 2009, the patient was implanted with a johnson & johnson gynecare prolift pelvic floor repair system and an american medical systems sparc sling system to treat sui, grade 3 cystocele, and vaginal mesh erosion. The patient reportedly has experienced pain and has sustained permanent injury and physical deformity. No additional information regarding the circumstances surrounding this event is currently available. Should additional relevant details become available, a supplemental report will be submitted.